Manufacturer narrative:
Weight: unknown. Ethnicity: unknown. Race: unknown. Date rec¿d by MFR: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -14.00/3.5/083 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. At check up doctor found the lens torn and rotated. 1 CT vault value was reported. It was reported that there was no patient injury. Cause of event was reported to be the device. The reporter stated " we need a replacement because it is keep rotating as it torn and not stable in the eye, subluxated from the torn." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.